Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. K011028, k013227.

Event description:
It was reported that the implant at tooth site #19 failed due to radiolucency and was removed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) was returned for investigation. Visual evaluation of the as returned product identified the implant with signs of use. Bone debris attached to the threads. Measurements match drawing. No damage identified or signs of malfunction that would contribute to the event. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was low bone density (type iii). The reported device was located on tooth # 19 (universal) and was used for approximately 3 months, 24 days. The customer did not provide any pictures, but provided one (1) x-ray. Further review of the x-ray, revealed there is radiolucency associated with the implant #19. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1253427). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op#150) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (1253427) for similar events and no other complaint was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event (medical other) or product (tsvwb10). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information and dimensional analysis, device malfunction did not occur. However, based on the provided x-ray the reported event (radiolucency) was confirmed. The following sections have been updated: g6: checked "follow-up". H3: changed "no" to "yes".